Event description:
During a percutaneous cardiac intervention (pc), the cypher stent could not be inserted into the guiding catheter. The stent delivery system (sds) was removed from the guidewire and reinspected. After further examination, it was discovered that the end of the stent were flared. The product was not inserted into the pt. There was no reported pt injury.